Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the small pin hole.

Manufacturer narrative:
One sample model 20019e, lot 24075031 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the tubing just above the male luer. Visual inspection under the microscope observed a cut about one inch in length. The customer complaint was verified. Based on the description of events and the fact that the leak was observed during infusion, the most probable root cause is the tubing got damaged while in use. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.